Event description:
This patient (age and gender unknown) was presented to the interventional lab for an angioplasty procedure (target lesion unknown). There is no information about the characteristics of the vessel. The physician dilated the lesion 3 times, without difficulty, using the same balloon. During the 4th dilation, the balloon ruptured at 16 atmospheres. No other balloons were used to complete the procedure. There were no reported complications to the patient. As per the qualrap no additional information is available.